Event description:
During a remote follow-up, episodes of noise resulting in oversensing due to potential electromagnetic interference (emi) were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Manufacturer report 2017865-2021-40278 should not have been reported as a medical device report (MDR) as the there was no allegation of malfunction on the device, but instead on the right ventricular lead.

Event description:
Related manufacturer reference number: (B)(4).